Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis performed when the issue occurred. The procedure was delayed. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing computer (ippc) failed to communicate. The fse checked the system there was malfunction with the device¿s ippc failed to communicate with the host ippc. Fse replaced the defective part and then reinstalled software. After replaced the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the device¿s image processing computer (ippc) failed to communicate. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc would not communicate and determined it would need to be replaced. After replacing the ipcc, the device was returned to expected functionality. Philips has started an investigation of this complaint.